Event description:
It was reported that the handpiece began leaking a blood-like fluid from the seals during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. The design of the device is such that if fluid were to enter the device it is to be drained by holding the device upright allowing the cleaning solution and water to drain from the drain holes in the base of the handle. It is possible that the account is not conducting this step if there is fluid coming out of the device after sterilization. Service completed any necessary maintenance and repairs.